Manufacturer narrative:
During the pump's functional test, the actuator was seen to move freely when the button was depressed, at all times; however, the unit failed its thrust test, stalling at 3.5kg rather than 4.5kg. This variance in thrust would cause the syringe driver to stop infusion, and sound an occlusion alarm with a lower pressure in the path to the patient than specified. The exact source of the change in thrust setting, however, could not be identified. The unit was opened for further inspection, and no contamination or non-conforming parts were observed. With the reported issue not observed during testing, and no manufacturing-related potential root causes observed during this investigation, no corrective or preventive actions have been assigned at this time.

Event description:
It was reported that patient could not get a syringe pump to move so that the medication could be administered into the patient. The patient used a spare pump to administer the dose with no problems.